Event description:
It was reported by service report that the fowler was drifting and the cover was broken exposing sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - fowler.